Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported damage in the tubing and fluid leak cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had a break in the pump tubing, that led to a fluid loss. The physician tried troubleshooting the device but no troubleshooting resolved the issue. All components were explanted and replaced. There were no patient complications.